Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported, and no additional information was available despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The location of the device is currently unknown. No additional adverse patient effects were reported. Additional information was received that the spinal cord stimulation (scs) patient underwent an explant procedure due to inadequate stimulation and difficulty charging the implantable pulse generator (ipg). The explanted device will not be returned due to facility policy. The patient did well post - operatively.